Event description:
It was reported that the user reviewed their ilet insulin history to confirm a meal announcement and it was determined that the dinner announcement had not been entered; the user had eaten about an hour earlier and was advised not to announce the meal at that time. Symptoms included hyperglycemia reaching 201 mg/dl. Outcomes included no alerts or alarms, no hospitalization, and no medical intervention requested, with the user declining a callback and noting mildly rising blood glucose. Investigation included product-use review and user guidance focused on meal announcement workflow and timing. Investigation of this case revealed no device malfunction and indicated user error or missed input related to the meal announcement feature, with the ilet system otherwise functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.